Manufacturer narrative:
This is an initial final report.¿this issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported a skin reaction while wearing the adc freestyle libre 2 sensor. The customer further reported experiencing rash in december on one arm and then in january on the other arm. There was no report of any third-party medical intervention and no further details were provided. There was no report of death or permanent injury associated with this event.